Event description:
During device exchange, it was not possible to tighten the header set screw. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Evaluation of the device header found no defect that could contribute to the complaint of being unable to tighten the setscrew. Throughout the analysis, test leads were inserted into the device header, and the setscrew was tightened without issue. Further testing found the device exhibited normal characteristics, and the device battery is above elective replacement battery levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.